Event description:
It was reported an overdose occurred. The pt had muscle weakness, flaccidity, and was semi comatose. The pt was in the hospital. It was later reported that on (B)(6) 2010, pt had been lying in bed for the last 2 hrs and unable to move. Pt's parents noted at the time, pt's speech was slurred and thought she may have had a stroke. The pt was noted to have increasing drowsiness over the next several days and by (B)(6) 2010, she was unresponsive and hypotonic. After becoming unresponsive and hypotonic, the pt had her intrathecal baclofen pump dosing gradually decreased until she became more alert. The pt had also been noted to have low blood pressure during this time of increased drowsiness. The pt was seen at the clinic. The pt was complaining at the clinic visit that her right lower extremity was stiffer and experience increased spasticity in her left lower extremity. It was indicated in mid (B)(6) the pt had gone on an amusement park ride that entailed a drop straight down with gravity with much force. On (B)(6) 2010, pt was admitted to the hospital for "poisoning by skeletal muscle relaxants". Pt was treated for episodes of weakness at that time, inability to walk, difficulty with transfers, intractable headaches, difficulty speaking, hypotensive and incontinent episodes at night and nausea. On (B)(6) 2010, the pt was transferred to the rehabilitation team at the hospital with a diagnosis of "spasticity" and "care involving rehab". Troubleshooting procedures were done because the pt had been experiencing intermittent lower, low tone to intermittent high tone episodes. Spiral CT of the thoracic spine was performed on (B)(6) 2010. The impression by the radiologist was: extensive water density or soft tissue opacity in the dorsal spinal perimuscular region, l1 through s2 abutting the thoracolumbar and lumbodorsal fascial likely representing fluid. This was worrisome for chronic leakage of fluid probably secondary to a focal catheter discontinuity at a site in the dorsal medial soft tissue at the l4 level as stated above. Company rep stated this basically indicated that there was a probable leak at the catheter where it entered into the spine at the l4 level. On (B)(6) 2010, the pt came into the operating room for a catheter and pump exploration. The pt had been receiving lioresal at the concentration of 2000 mcg/ml at 275 mcg every 24 hrs. However, physician made the decision, the clinical decision to replace the current pump even though it was said pump had been implanted for about two and a half yrs ago. The pump was replaced with another 8637-40, lioresal 1000 mcg/ml concentration was put in the drug reservoir and the pt was restarted at a simple continuous infusion rate of 200 mcg per 24 hrs after the internal pump tubing and catheter were primed. The prior 8709 catheter was explanted and an 8709-sc catheter was implanted, also. Add' l info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4). Drowsiness.